Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the insulin gauge was inaccurate. Customer changed pump supplies to resolve the issues. Customer's blood glucose was in the 300 mg/dl range.